Manufacturer narrative:
The stapler instrument and reloads used during this event were discarded and therefore cannot be returned for failure analysis investigations. A stapler and system log review cannot be performed at this time as the procedure cannot be confirmed based on the currently available information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired a reload on the stomach and the line bled. The surgeon indicated that the whole sleeve staple line created was bleeding during both of these procedures, the surgeon did not specify how many, or which reloads specifically where bleeding. The surgeon noted that they start the sleeve with a blue reload, then continue with white reloads; however, it is unknown what reload(s) bled. The surgeon said the bleeding was not oozing, but that blood pumping out of the staple line. To control the bleeding, the surgeon used a laparoscopic clip applier to clip the staple line. The surgeon also used a fibrin sealant on the staple lines. The surgeon said he always uses a fibrin sealant on his staple lines, but that using a clip applier on the staple line was abnormal intervention to control the bleeding. The procedure was completed robotically with the patient in stable condition. The patient was discharged five days post-operation. The surgeon thinks these bleeding events occurred due to the stapler instrument and reloads used. The surgeon said the procedure and patient outcome were not affected by these events other than additional bleeding, and a delay to applying clips to the staple lines. The patients were noted to be doing well post-operation.